Manufacturer narrative:
Follow-up submitted with evaluation results which determined there was no mattress malfunction.

Event description:
It was reported by the customer materials manager that the patient¿s skin broke down and the patient allegedly developed pressure ulcers.

Event description:
It was reported by the customer materials manager that the patient's skin broke down and the patient allegedly developed pressure ulcers.

Manufacturer narrative:
Evaulation will be performed when customer is able to identify and provide serial number of mattress.